Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastrectomy, big teardrop-shaped clips were deployed loosely from the 12th firing. The device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.